Event description:
The device was sent to a third-party service center for investigation. During evaluation, pca is burnt, iso port is contaminated, ui bezel's ribbon cable is damaged, pollen filter needs replacing due to preventive maintenance. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.